Event description:
Pt alleged post operative pain and sickness following her repair surgery. On (B)(6) 2001: repair of incisional hernia with implant of bard mesh. On (B)(6) 2001: pt was seen three times (once a month since initial surgery) for treatment of a small post-op seroma which was treated in the office. On (B)(6) 2003 - (B)(6) 2012: pt has been seen 17 times (post-operatively to the current yr) with complaints of abdominal pain, vomiting, epigastric burning, the feeling of a lump in the side of the abdomen and various other symptoms.

Manufacturer narrative:
Medical records do not list an event for explantation of the mesh therefore it is presumed to remain in the pt. The pt had a long history of medical issues which may have contributed to the reported problems of pain and sickness. There was no connection that could be made between the davol product implanted and the alleged adverse reactions. The medical records indicate the pt was treated for seroma which is a known possible adverse reaction listed in the IFU. There was no lot number included in the info provided therefore, a mfg review of the device history records could not be conducted. With the currently available info, no firm conclusions can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.